Event description:
It has been reported to philips that the system did not turn on. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was in clinical use at the time of incident. The philips field service engineer (fse) inspected the system onsite and confirmed that the system cannot on. Upon some functional test fse confirmed that the fuse on m-cabinet was broken. The fse replaced new spare fuse on m-cabinet. After replacement of the new spare fuse on m-cabinet, the system was returned to use in good working order. The codes were updated based on the investigation outcome.